Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and confirmed the reported problem. The processor pca would not register during the preventative maintenance. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The rse provided the customer part # and pricing for a replacement processor pca. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device fails ops check. There was no patient involvement.